Event description:
Related manufacturing ref: 3008452825-2017-00187. During a procedure, a leak was noted in the sheath. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported leak was confirmed. A crack was noted in the three-way stopcock. The sheath was flushed and a leak was noted at the aforementioned damage. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the crack in the three-way stopcock was unable to be conclusively determined, however, actions to prevent reoccurrence have been implemented.

Event description:
Related manufacturing ref: 3008452825-2017-00187 . During a procedure, a leak was noted in the sheath. The procedure was completed with no adverse consequences to the patient.